Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and damage on the insulin pump. The customer's blood glucose reading was 421 mg/dl. The customer stated that there was a car accident. The customer stated that there was a crack on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.